Event description:
It was reported that the patient's leadless pacemaker exhibited conductive telemetry disruption during firmware update, resulting in the device inappropriately falling into back-up mode. The device was successfully restored to nominal settings. The patient was stable.

Manufacturer narrative:
The reported disruption of firmware upgrade has been confirmed. Analysis of the session records shows that the disruption appears to have resulted from poor telemetry signals. The rom mode dialog is the expected behavior during firmware download. No anomalies were detected.